Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead was attempted and had positioning difficulty in large cardiac vain. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.